Manufacturer narrative:
(B)(4). Add'l questions in regard to the incident have also been asked. When test results are received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a pt, without previous cardiac disease, experienced occasional sves during use of electrosurgery. After reduction of the electricity power, there was less ves. After change of the device, there was no further pt reaction with coagulation. Pt had a intermittent bigeminy after this incident. Duration and frequency of intermittent bigeminy were reduced with time.